Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure, the arm cart assembly (aca) triggered a non-recoverable error. The aca was restarted and the procedure continued. There was a five minute delay. There was no patient injury.

Event description:
It was reported that during a gastric bypass procedure, the arm cart assembly (aca) triggered a non-recoverable error. The aca was restarted and the procedure continued. There was a five-minute delay. There was no patient injury.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were evaluated. An error code occurred which triggered a system recoverable inoperable error and a subsystem non-recoverable inoperable error, which prevents position control and interrupts manual control. The joint position sensor brooming script was performed on robotic arm joint 2 in the field to resolve the issue and the arm cart assembly is now functional. Further evaluation of the logs showed multiple calibration failures caused a potentiometer failure on robotic arm joint 2, which can be resolved by running the brooming script. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified the most likely cause could be traced to potentiometer issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.